Event description:
(B)(4). Dealer states that the chair takes almost 3 feet to come to a stop. Dealer states that the user only received the chair 4 months ago and has complained about this issue from the beginning. Replacing under warranty, but warned dealer that it might get denied for physical damage. No injuries noted (B)(4).